Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, the biopsy cap foam got lodged in the channel of the endoscope during procedure. It was reported that water soluble lubricant was not applied to the top of the biopsy cap prior to use. The detached piece was successfully removed from the scope using forceps. The procedure was completed with another endoscope and rx locking device/biopsy cap. There was no serious injury nor adverse patient effects reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable and fine.